Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited atrial tachycardia (at) undersensing as the at was falling into post-ventricular atrial refractory period (pvarp). It was noted that the patient's at was slower than the atrial tachy response (atr) trigger rate. Technical services (ts) reviewed programming options. This pacemaker remains in service. No adverse patient effects were reported.